Manufacturer narrative:
The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information provided by edwards clinical specialist. Imaging evaluation cannot confirm any device related issues or malfunction contributing to the event. The root cause for conduction disturbance is indeterminable with possible contributing factors being patient history of rbbb. Also, cannot confirm any device related issues or malfunction. Per the instructions for use (IFU), conduction system disturbance and/or heart block which may require treatment (including permanent pacemaker) are potential adverse events. Heart block and other conduction disturbances are common in patients with underlying cardiovascular disease and can be exacerbated or aggravated with standard intra-operative medications or anesthesia. Such events are related to the patient's underlying condition. Other mechanisms for conduction abnormalities could be related to coronary obstruction due to air embolism, coronary spasm and/or local edema affecting the av node. Conduction disturbances have also been documented during transcatheter cardiac procedures as a result of direct interaction with cardiac anatomy, especially in patients with underlying conduction abnormalities. Other potential causes include trauma by a guidewire or delivery system.

Event description:
Edwards received notification of an evoque in tricuspid position where on postoperative day (pod) 2, a long pause was observed when the pre-existing paroxysmal atrial fibrillation of the patient returned to sinus rhythm, which was diagnosed as sick sinus syndrome. On pod 3, a temporary pacing catheter was inserted, and it resulted in prolonged hospital stay. The patient developed complete atrioventricular block on pod 6. A single chamber pacemaker was implanted on pod 8. There was no allegation of any device deficiencies.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.